Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving hydromorphone [25 mg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that there were multiple motor stalls and recoveries going back to (B)(6) 2016. It was indicated that it was unknown if the drug was related to the stall. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-24. The pump was being returned as it was explanted.

Manufacturer narrative:
Corrections: updated to include adverse event (see - intervention required). Updated to reflect earliest motor stall. Changed from malfunction to serious injury.

Event description:
Additional information received from the manufacturer representative reported for troubleshooting, the logs were read revealing multiple motor stalls since (B)(6) 2016. The patient was questioned about any recent exposure to magnets or power field, etc., but he denied any such exposure. There was no action known to take to prevent further motors stalls. The hcp had put the patient on oral pain medications. The cause of the motor stalls was unknown. The patient did have a high concentration of 25 mg/ml hydromorphone, but not sure if that was the cause. The patient had that same concentration for a long time according to the nurse practitioner. The hcps office was requesting authorization from insurance to replace the pump due to frequent motor stalls. The representative would send a copy of the pump print out in a separate email with the reference number included. Also, the pump was put in minimum rate due to the frequent stalls and recoveries. Alarms were changed to longest intervals per patient request; unable to silence alarm because patient was not currently stalled.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated to for this event.

Event description:
Additional information was received from a company representative (rep) via return paperwork. The pump logs were provided examined at (B)(6) 2017 (last change (B)(6) 2016) and showed the following motor stalls: the first motor stall occurred on (B)(6) 2016 at 15:27, on (B)(6) 2016 reached ¿stopped pump period may exceed tube set, and recovered on (B)(6) 2016 at 01:23. The next stall occurred on (B)(6) 2017 at 07:59, reached tube set on (B)(6) 2017, and recovered on (B)(6) 2017 at 00:37. The third motor stall occurred on (B)(6) 2017 at 23:42 and recovered on (B)(6) 2017 at 01:16. Another motor stall occurred on (B)(6) 2017, reached tube set on (B)(6) 2017, and recovered on (B)(6) 2017 at 15:12. A stall also occurred on (B)(6) 2017 at 17:25, reached tube set on (B)(6) 2017 and recovered on (B)(6) 2017 at 17:27. A motor stall occurred on (B)(6) 2017 at 04:35, reached tube set on (B)(6) 2017, and recovered on (B)(6) 2017 at 02:34. T he last motor stall occurred on (B)(6) 2017 at 14:51 and recovered on (B)(6) 2017 at 22:41.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.